Event description:
Reporter alleged obtaining discrepant blood glucose results of 53 mg/dl and 500 mg/dl within 10 minutes on the aviva system. Reporter stated within another 10 minutes he obtained a reading of 31 mg/dl on the same system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.